Event description:
It was further reported that the site did not think there was a system controller issue. The consensus was that the red alarm was transient and short enough to not trigger an alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate system monitor (serial number: (B)(6)) briefly displaying erroneous flow, pi, power, and speed values was not able to be confirmed during evaluation of the returned product. The returned system monitor was connected to a mock loop with the customer-returned sm-pm cable and was allowed to run for several days. Low flow events were intentionally induced upon the mock loop, and audible and visual alarms activated as intended each time. The screen remained visible and performed as intended throughout all testing. The reported communication issue could not be reproduced. Preventative maintenance was performed, and the serviced system monitor was returned to the customer ready for use. The provided log files were reviewed, containing approximately 5 days of information (24jun2023 to 29jun2023 per the timestamp). Intermittent low flow alarms were observed throughout the data; these will be addressed further under the investigation of the pump on this event. The pump maintained a speed above the low speed limit throughout the data, and no alarms or faults related to communication were observed. Provided information indicated that the communication issue resolved with the exchange of the system monitor, power module, sm-pm cable, and patient cable. The root cause of the reported event could not be conclusively determined through this analysis, as the issue could not be reproduced. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. The heartmate system monitor instructions for use (rev. E) instruct the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 instructions for use (rev. C, section 4 ¿ ¿system monitor¿) provide guidance on how to properly setup the system monitor and mount it on the power module. The user is instructed to carry the system monitor and power module individually, as carrying both components may result in accidental damage. This section also describes how to navigate the unit¿s interface to view pump parameters, active alarms, and event history. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, patient was sitting up in bed and was connected to wall power on our system monitor and the flow, pi, power, and speed all went to 0 but the same was not reflected on the controller and patient was fine, no changes in vital signs or physical exam. No audible alarm. The ventricular assist device (vad) cart was changed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.